Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: during testing, the pump performed the rewind, load, and prime steps with no 0.00 unit boluses occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no 0.00 unit boluses occurring. No 0.00 unit boluses were recorded in the pump history during testing. A 10 unit normal bolus and a 10 unit audio bolus were performed and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the threads. There was evidence of moisture found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The returned battery cap was able to be secured to the pump and was used to complete all testing. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or on any other internal components. The complaint that the pump was programming 0.00 unit boluses without user intervention was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump programmed five 0.00 unit boluses within a couple minutes without user intervention. It was noted that the user locks the buttons and keeps the pump in a phone case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.